Event description:
The product was used during a cholecystectomy procedure. Reportedly, the clips did not load properly, prefired and jammed. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.